Event description:
The customer contacted stryker to report that that their device did not provide defibrillation energy in AED mode. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer¿s device and was not able to verify or duplicate the reported issue. A review of the device's electronic data determined that the shock was successfully delivered. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The cause of the reported issue could not be determined.